Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The right ventricular lead showed decreased sensing. Both leads were explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 11.4 cm and the distal portion measured 34.5 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.